Event description:
It was reported that the bd ultra-fine¿ insulin syringe was damaged. The following information was provided by the initial reporter, translated from chinese to english: before drawing insulin, it was found that the front end of the insulin syringe was damaged.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2010842. All inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was damaged. The following information was provided by the initial reporter, translated from chinese to english: before drawing insulin, it was found that the front end of the insulin syringe was damaged.